Event description:
The customer alleged that while the unit was set up on a pt and after running for about 3 minutes the ventilator shut down and quit running with no audible alarms and no visual alarms. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The unit passed extended self testing. It is not verified that the ventilator failed to operate to specifications according to any logged "bbr" failure, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.